Event description:
The device was placed into the rca and the stent was deployed. Post dilatation of the stent was done with a balloon at 10 atm's. A decision was then made to place a second stent and upon an attempt to overlap, it dislodged the first stent placed. The first stent then migrated distally, creating a distal dissection. The pt was then taken to surgery for CABG.